Manufacturer narrative:
On (B)(6) 2018, it was reported to mentor that a (B)(6)-year-old female patient who underwent primary breast augmentation with mentor saline devices on (B)(6) 2008 experienced trauma to her right breast implant in (B)(6) 2018 when she fell forward, causing the device to appear smaller. The patient also reported bilateral rippling of the implants. The patient underwent bilateral removal and replacement with allergan gel implants, bilateral periprosthetic capsulotomies, and bilateral revision mastopexies on (B)(6) 2018. Upon explantation, both devices appeared intact. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is considered serious and reportable. (B)(4).

Manufacturer narrative:
On 07/03/18, it was reported to mentor that the device history record ( DHR) of lot number 5747484 reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: saline mentor smooth round high profile 560cc, catalog number 3503560, serial number (B)(4), lot number 5689638. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation primary procedure with saline mentor smooth round high profile 560cc breast implants and experienced deflation on the right breast implant. The patient also experienced bilateral rippling. The deflation on the right breast implant was advised by the surgeon as a possible deflation due to the patient falling by the physical exam. As a result, the patient had undergone removal and replacement with natrelle inspira cohesive breast implants, catalog number (B)(4) on the left breast implant made by allergan inc. And natrelle inspira cohesive breast implant, catalog number (B)(4) made by allergan inc. On the right breast implant on (B)(6) 2018. The patient was in a stable condition after the surgery. There were no complications. This medwatch is for the left breast implant.